Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; product ID d-evolutfx-2329 (lot: 0012045195); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the flush port for the delivery catheter system (dcs) capsule was cracked upon opening the system. When the syringe was attached and flushed, it would not go through the lumen and came out of the sides. A new dcs was used for the procedure. The valve (B)(6) was deployed, and a post-implant balloon aortic valvuloplasty (bav) with rapid pacing was performed due to paravalvular leak (pvl). The balloon was deflated, and incompletely brought back into the descending aorta, remaining near the top of the valve frame. The edge of the balloon was on the tab and when the physician went to remove the balloon, it pulled the valve out. Prior to dislodgement, the valve had an implant depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). After valve dislodgement, the implant depth for both cusps was above the annulus in the sinus of valsalva (sov). The valve was snared to above the sinotubular junction (stj) and a second valve (B)(6) was implanted successfully. Procedure time was increased by approximately 10 minutes. No additional adverse patient effects were reported.